Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that unexpectedly, the pump touchscreen "went blank" and while charging, a malfunction alarm (alarm 0) occurred. Customer also reported that after pump was exposed to water, the pump wake button was stuck. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 137 mg/dl.